Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found a hole and sagging on the bending section of the device due to external factors. The evaluation also found that the insertion tube have a dent, wrinkled and peeling. Additionally, there were scratches on the scope connector, switch box, control section universal cord and the upward plate due to externa factors. The bending section cover glue was chipped. The bending angulation is insufficient due to a stretched angle wire. There were corrosion noted on the electrical contacts of the electrical connector due to handling. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis lucera bronchovideoscope had a air bubble on device. Upon inspection and testing of the returned device, it was observed that the bending manipulation section and insertion tube was defective and peeled. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation, it is likely the suggested event that coating of insertion tube was peeled off by stress was, due to repeated use, external factors, and/or handling. Olympus will continue to monitor field performance for this device.